Event description:
Patient reported issues with the needle button popping out before 24 hours last week. Patient put the v-go device on at bedtime and it popped out around noon the following day.patient stated that he is applying the vgo device on his abdomen.